Event description:
The pt's son reported that this is the third tracheostomy tube whose head cracked. The pt is bedridden and ventilator dependent. The tube had been in use approx 2 weeks when the crack was observeed. No pt injury was reported.